Event description:
The manufacturer received information alleging a trilogy evo "service required" alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the philips investigation lab (pil) for evaluation and the complaint of internal battery failure was confirmed, suspect due to contamination. Pil confirmed that the internal battery is faulty. The internal battery was scrapped.